Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the down button was under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: during investigation, the keypad was intact and all keys responded appropriately. The allegation of under responsive keypad buttons was unable to be duplicated. The keypad cover was removed to find no contamination was found under the button contacts. The pump cover was removed to find internal moisture on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.